Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because further attempts needed due to the information is not currently available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It is reported that a pericardial effusion occurred. During a concomitant case for an atrial fibrillation procedure for a left atrial appendage occlusion, a non-boston scientific radiofrequency (rf) catheter, non-boston scientific coronary sinus (cs) catheter, a non-boston scientific intracardiac echocardiography (ice) catheter, a non-bsc mapping catheter, a farawave catheter, a versacross connect and watchman were selected. Groin access was successfully done. Then a non-boston scientific coronary sinus (cs) catheter was inserted along with a non-boston scientific intracardiac echocardiography (ice) catheter. The physician noted small trace effusion in this patient with the ice catheter and the initial transesophageal echocardiography (tee). The physician mapped the right atrium with a non-bsc mapping catheter. Next, the farawave was introduced, and the physician completed a cavo tricuspid isthmus (cti) line with the farawave. The physician understood that this was an off-label usage. Then, the physician went transeptal using the faradrive and versacross connect with no issue. A non-bsc mapping catheter was then reinserted, and the physician mapped the left atrium. After the atrium was mapped, the physician introduced a non-bsc rf catheter and proceeded to do an anterior line on the anterior wall of the heart. After the rf ablation portion was done, the physician then went to farapulse and ablated the same anterior line. The physician understands that this is off label usage of farapulse. The physician then ablated each vein successfully and ablated the posterior wall as well. Finally, the physician exchanged for a watchman sheath and then successfully placed the watchman without incident. At the end of the procedure, tee and ice were used to check for effusion. The physician noted that there was a small effusion. The effusion measure 6cm (up to 30 minutes after the procedure) and the physician decided not to do a pericardiocentesis at that time. When asked, the physician thought that the perforation had come on the right side of the heart possibly from the non-boston scientific cs catheter or non-boston scientific ice catheter. A pericardiocentesis was performed two days after the procedure (on (B)(6) 2026), the patient is still currently in the hospital and is expected to fully recover.